Manufacturer narrative:
H10: h3, h6: the device, which was used in a procedure, was returned for evaluation. The evaluation was performed by smith and nephew and could confirm the customer complaint for the coating on the shaft peeled off. A visual inspection was performed and showed severe insulation damage. This damage is caused by contact with another source and confirmed not originate from manufacturing, packaging, or labeling defects. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found no related failures. No manufacturing related defects were observed. No further investigation is required.

Event description:
It was reported that the insulation coating of the shaft was peeled off during use. All peeled parts were removed from the patient. The procedure was successfully completed with the same wand. No delay and no patient injury were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.